Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, cancer. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5112019) that a female patient who underwent breast prosthesis implantation surgery with two unspecified mentor gel implants, developed breast cancer in the left breast, post-operatively. Additionally, the patient developed capsular contracture in both breasts and further scarring from the radiation treatments. As a result, the patient underwent bilateral explantation, a partial mastectomy and breasts reconstruction on (B)(6) 2022. At this time, the results of the pathology report have not been provided. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Correction: after clinical/secondary review of this file performed on (B)(6) 2022, it was decided to remove health effect - clinical code code cancer (e1801) and replace with code breast cancer (e180101) to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4) h6 health effect - clinical code: replaced cancer (e1801) with breast cancer (e180101).